Manufacturer narrative:
Concomitant medical devices: 5076-52 lead, implanted: (B)(6) 2019; 6947m62 lead, implanted: 2(B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. No further patient complications have been reported as a result of this event.